Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited a failure to be interrogated via radiofrequency. The device was successfully reprogrammed. There were no patient consequences.